Event description:
It was reported that during device preparation and prior to use, the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) yellow protective sheath could not be removed from the balloon. The device was not used; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.